Manufacturer narrative:
Further engineering analysis of the software logs determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 03/24/2016. Medtronic investigation of returned suspect device finds that unable to repeat the reported issues. Navigation system boots and performs as expected. Initial hdd and ram checks pass. On 03/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/13/2016 software investigation completed. Findings per the software engineer are that the patient logs do not contain anything that specifically indicate why the navigation system became unresponsive. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system became unresponsive in the spine software and then displayed the message no input detected. After checking power and video connections from the computer to the video splitter, the navigation system was re-started and normal function was restored. The site opted not to go forward with using the navigation system. There was no patient present when this issue was identified.